Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records was performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. H10: d4 (expiration date: 12/2025). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during an ultrasound guided renal biopsy procedure, the needle spring of the device allegedly cannot be popped out, resulting in the puncture failure. It was further reported that the puncture needle had penetrated into the renal cortex and there was a small amount of cortical bleeding, but it was allegedly not possible to remove the specimen, resulting in a poor puncture sample size. There was no reported patient injury.

Manufacturer narrative:
H10: additional information was received, and the file was reassessed for reportability and determined to be reportable as serious injury. H10: as the lot number for the device was provided, a review of the device history records was performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. The information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during an ultrasound guided renal biopsy procedure through normal density tissue, the needle spring of the device allegedly cannot be popped out, resulting in the puncture failure. It was further reported that the puncture needle had penetrated into the renal cortex and there was a small amount of cortical bleeding, but it was allegedly not possible to remove the specimen, resulting in a poor puncture sample size. Additionally, there was transfusion of hemostatic drugs to stop the bleeding. The current status of the patient is unknown.